Event description:
Intermittent loss of photomultiplier tunes by new gamma camera causing questionable diagnosticity of nuclear cardiology pt exams. Diagnosis or reason for use: non-invasive cardiology examinations.